Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motion sensor test failure and no reservoir detected alarm. The customer stated the motion sensor test failure alarm recurred multiple times, they were unable to complete the fill tubing process and the no reservoir detected alarm issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.